Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation and typical atrial flutter procedure with lfa and ra ablation, a cardiac tamponade occurred which required a pericardiocentesis. A right heart catheterization was performed prior to the ep procedure. Due to patient anatomy, the transseptal puncture was difficult. At the end of the procedure during cti ablation in ra, a cardiac tamponade with pressure drop occurred. An echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed and 350ml of blood was aspirated. The procedure was completed successfully, and the patient was in stable condition and would continue to stay one night in intensive care. The physician believes the perforation was related to the difficult transseptal puncture and not related to rf application. There were no performance issues with any abbott device.